Manufacturer narrative:
During testing, it was found that the device did not power on with batteries. This was due to corrosion caused by a battery leakage found on the battery door, battery compartment, and middle circuit board. The customer contact's reported distal occlusion alarm was not duplicated during testing, but was noted in the device history. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device audibly alarmed for distal occlusion during an infusion. This did not indicate a reportable malfunction. However, during verification testing at the service center, leakage from disposable batteries was found in the device.